Event description:
Note: this report pertains to the one of three device complaints that occurred during the same procedure. Refer to MFR report #s 3005099803-2009-03916 and 3005099803-2009-03918 for the associated devices. It was reported to boston scientific corp on (B)(6) 2009, that three c.r.e. Balloon dilatation catheter devices were used during a procedure. According to the complainant, the nurse could not retrieve the balloons through the biopsy channel of the scope after they had been inflated. The nurse removed the scope and balloon together, and cut the balloon catheters. This issue happened after using each of the three balloons. The procedure was completed with the c.r.e. Balloon dilatation catheter device. There were no pt complications reported as a result of this event. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).